Event description:
It was reported that during the implant of this cardiac resynchronization therapy pacemaker (crt-p) the decision was made to only implant atrial and left ventricular leads due to tricuspid valve replacement. After the pocket was closed, there was a signal on the plugged right ventricular channel due to the auto lead detect feature that was searching for an in-range impedance. Technical services indicated that this feature would persist until and in-range impedance was detected, and there was no other way to deactivate it. The pocket was reopened, and the atrial lead was placed into the right ventricular port until the in-range impedance was measured. The pocket was reclosed without further issue. Further information was sent to the physician regarding this feature, however this configuration was an off-label. The device system remains in-service, and the right ventricular port remains plugged. No additional adverse patient effects were reported.